Manufacturer narrative:
This is a non-us case received by fidia farmaceutici s.p.a. In (B)(4). The quality assurance dept at fidia has performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 125200. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications.

Event description:
This is a spontaneous report from a (B)(6), received by fidia farmaceutici (B)(4) - product manufacturer. The wife of a pt called to report that her (B)(6) husband experienced a vasovagal syncope closely after receiving the first injection of hyalgan in both knees. On (B)(6) 2013, at 10.00 am, the pt was bilaterally treated at the hospital of "castelfranco veneto". Around 5 minutes later, after going out of the treating physician's office, the color went out of his face. He collapsed to the floor with loss of consciousness. The pt was kept under observation at the e.r. Until 5 pm. When he was admitted to the medical department of the hospital for medical examination. He was treated with cortisone. The pt completely recovered from the occurrence. He was discharged from the hospital on (B)(6) 2013 with a diagnosis of possible vasovagal syncope.